Manufacturer narrative:
Investigation summary:bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leaking in hub was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and the issue of leaking in hub as not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leaking in hub. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was visible blood in the hub. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the "filter of the eclipse signal needle fills with blood."